Event description:
The suspect meter showed variation in test results when compared to the lab. The following test results were reported: inratio=5.2; lab=4.4. Previous inratio results were 6.4 and 5.5. No lab tests were performed for comparison purposes. The reporter stated that she encountered difficulty in collecting the proper blood sample size and applying the sample to the strip. Capillary tubes were sent to facilitate in collection and delivery of the blood sample. Further evaluation to be performed.